Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated device displayed pace impedance measurements greater than 3000 ohms, noise, oversensing and no capture an maximum output. The lead was suspected to have been fractured but was not confirmed. The patient was 0% paced. The device was reprogrammed to vdd mode at 45 ppm and the issue is to be addressed when the device reaches elective replacement indicator (eri). There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequently, this patient underwent a revision procedure and this product was explanted for normal battery depletion (nbd). The patient's ra lead remains implanted; however has been programmed off.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.